Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in (B)(6). Since the cause is unknown at the moment, as a precaution it was decided to replace the affected unit with a replacement one and to inspect it. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during procedure, when the fio2 settings were adjusted on the s5 system display, electronic gas blender suddenly lost power. An alarm for module failure occurred, therefore the affected unit was turned on and used again, after which the surgery ended without any problems. There was no patient injury.